Event description:
Related manufacturer reference number: (B)(4). It was reported following a system implant on (B)(6) 2023 the patient came in for a wound review on (B)(6) 2023 for a potential infection. Patient was in the hospital and CT scans completed and blood tests taken reported the patient had a viral infection not related to the device. Patient was given IV and oral antibiotics. On (B)(6) 2023 the patient was seen for a wound review and the doctor identified the patient had a blister below the battery site. The blister was cleaned and covered with an antibiotic dressing. Patient returned for a wound review on (B)(6) 2023 and the blister near the ipg site had increased in size, slough was present at the top of the blister and the site was hot at the superior end of the ipg. Patient was admitted to the hospital on (B)(6) 2023 and the system was explanted, wherein skin breakdown was observed near the ipg site and a hematoma was observed at the lead site during the explant. Patient was given antibiotics and the wound is healing.

Manufacturer narrative:
E1 reporter phone number: (B)(6).

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.